Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high chloride (cl) results and low anion gaps generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. Repeat tests were performed on an alternate instrument. Lower chloride results and higher anion gaps were produced and reported. There was no effect to the patient or to the user.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by a qc run. Qc results prior to the event were within the established ranges. The laboratory temperature is monitored and stable. On (B)(4) 2010, sodium calibration failed and the customer called hotline. On (B)(4) 2010, a bci engineer decontaminated the ise (ion selective electrode) module, changed the carbon bridge, replaced the sodium (na) measuring electrode, and cleaned ise flow cell. On (B)(4) 2010, low anion gaps were detected on several patient samples. Pooled samples were run for correlation to an alternate instrument and showed a positive bias for chloride. On (B)(4) 2010, the bci engineer cleaned the flow cell and replaced the sodium (na) reference electrode. As of (B)(4) 2010, there were no further calls to hotline for the ise problems. A definitive root cause has not been determined for this event.